Manufacturer narrative:
The device was returned to biomet for evaluation subsequent to the initial report. Therefore, the lot number was identified and the following information could be provided: review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found that it functioned as intended when another nitinol wire was used. The nitinol that coiled during the procedure was not returned for evaluation. (B)(4)

Event description:
It was reported that the nitinol wire coiled during a procedure utilizing a suture passer and could not be used. Another wire was available to complete the procedure without significant delay or injury to the patient. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - unknown, no event date provided. Device manufacture date - unknown, as the lot number was not provided. This report filed (B)(6) 2010.

Event description:
It was reported that the nitinol wire coiled during a procedure utilizing a suture passer and could not be used. Another wire was available to complete the procedure without significant delay or injury to the patient. No further information has been provided to date.